Event description:
It was reported that on (B)(6) 2024 the patient presented with high capture threshold on the medtronic lead. The lead was capped and replaced. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).